Event description:
The staff attempted to use the cysto fluoro unit during a procedure. The equipment would not work; an error light appeared. The staff could not trouble shoot the unit. The hospital engineering dept was called and a new part was ordered and it was replaced the next day. The case was finished without the image. There was no harm to the patient.